Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator generated a beeping sound and a patient not ready error. The unit was reported to be not ventilating. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found the mentioned problem; the ventilator had generated a breath delivery (bd) background error. They ran self-testing and cleaned the device to resolve the issue. The ventilator was reported to be in working condition.